Event description:
A customer obtained an erroneously high troponin (accu tni) result on one patient sample. The initial accu tni result was 0.04ng/ml. The specimen was re-tested and repeated results were: 0.53 and 0.04ng/ml. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. Customer repeated previously run patient samples back to the last acceptable qc, and they did not question any other results or assays. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which failed. The fse cleaned the analytical module, replaced the reaction vessel (rv) holders, calibrated the incubator belt and verified alignments. The fse repeated diagnostic testing and run precision with good results. Although hardware issues were noted, no clear root cause has been determined for this event to date. A malfunction will be assumed for the purpose of this report.